Manufacturer narrative:
Reliability analysis inspected 5 opened and used enlite sensor and performed visual inspection and found 3 of 5 sensor needle bent inside sensor. Fourth sensor had retracted cannula and found sensor with a broken tip. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Inspected introducer needle for burrs and hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. Missing 1needle. (B)(4).

Event description:
The customer reported via phone call that the sensor could be inserted but when it was removed, the needle came loose. The customer indicated that there could be a problem with the serter. Customer does not recall any significant events leading to the error. Customer's blood glucose was 180mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.